Event description:
Complainant alleged that during biomed testing the device would not power on with battery power. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty inductor on the battery interconnect board.